Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the black box showed evidence of call service 054 alarms. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed. No damage was found to the internal components or printed circuit board. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 054 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.